Manufacturer narrative:
The customer's meter was received for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.3 inr. Donor 1 hct: 35%, donor 2 hct: 36%. Testing results: donor 1: retention meter with master lot strips: 2.3 inr, customer meter with master lot strips: 2.3 inr. Donor 2: retention meter with master lot strips: 2.3 inr, customer meter with master lot strips: 2.3 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. All alleged results were observed in the meter¿s patient result memory.

Manufacturer narrative:
(B)(4). The test strips have been discarded and will not be returned.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter with serial number (B)(4). The customer tested initially at 8:36 a.m. With a result of 3.5 inr. The customer retested at 8:41 a.m. With a result of 2.8 inr and retested at 8:54 a.m. With a result of 4.5 inr, it is not known if a different finger was used for each test. The customer didn't think any of the results were correct. The customer did not report any of the results to his physician. The customer went to the laboratory for testing. These results were not provided. The customer's therapeutic range is 2.0 ¿ 3.0 inr. No medical treatment was required. No adverse event occurred. The customer is in stable condition and doing well. The meter has not been cleaned recently and there was dried blood on the heater plate. The customer does not have hct issues or antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. There have been no changes in the customer's warfarin dose or diet. The customer has not been ill recently and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation, however, the strip vial has been discarded. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.